Event description:
Medtronic received information that this mechanical heart valve was explanted and replaced after experiencing a broken leaflet during the initial implant procedure. It was reported that the valve was approximately two-thirds sutured into place when a valve leaflet broke into two pieces. The break occurred when the physician tested the stability of the valve by pressing on the suturing ring. It was reported that there was no pressure exerted against the leaflet. Another mechanical valve was successfully implanted with no adverse patient effects. Device return has been requested.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valve was visually inspected with no anomalies noted other than the broken left leaflet. The pieces of the fractured left leaflet were repositioned; not all the pieces were returned. The right leaflet was fully mobile. The sewing ring torque was above engineering specification, likely due to dried blood between the sewing ring assembly and the orifice as a result of the two-month time period between the explant date and the analysis date. The minimum pyrolytic carbon coating thickness of the fractured left leaflet was measured and found to meet the manufacturing specification. No material defects were observed in the carbon coating in any of the fracture faces. A conclusive root cause could not be determined; however, the fracture features suggest that the leaflet over-rotated the full open position as if something was inserted through the valve between the orifice and leaflet and then slanted to the side. The carbon components and stiffening ring were dimensionally measured and met the engineering specifications. The orifice and right leaflet also met their respective engineering specifications. (B)(6). (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.